Event description:
The caller alleged a variance between the inratio inr results and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.7 (noon), poc inr: n/a. (B)(6) 2015, 1.4 (10am) 5 minutes later 1.3, 1.9 (7am). Therapeutic range: 1.9 - 2.0. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported discrepant low inratio inr results during testing. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.